Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The patient reported that they had a new ins implanted on 2018 and was given general anesthesia. The patient reported they had been experiencing tremors on their left side that started just before they needed the new battery. The patient reported that the right side was just fine. The patient reported that they wanted to know if their settings could go any higher. The patient reported that their settings were very high, and that they scheduled an appointment with their managing healthcare provider (hcp). The patient reported that they did not make any adjustments themselves. No further patient complications have been reported as a result of this event.